Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump had the critical block and inverse critical block did not add to zero error. The customer's blood glucose was unknown at the time of the incident. It was reported that the customer had an error that appeared on the pump. The customer was going to program a bolus and received the critical block and inverse critical block did not add to zero error. The customer was unable to troubleshoot at the time of the call since she was at work. She will call later so that she can troubleshoot. The insulin pump will not be returned for analysis.